Manufacturer narrative:
Product investigation summary: three devices were received in good condition. The device tips showed some signs of wear and use, but were still functional. There was no obvious residue on the received parts. The handles were slightly discolored, and faint darkening of some areas, which is a common occurrence for these handles. Fourier transformed infrared spectrophotometry (ftir) by diamond attenuated total reflection (datr) was used to analyze the handles. This study did show the presence of extractable residues (phenolic compound, autoclave packaging and cotton spectra); however, all residues observed can be attributed to the known device history. As no evidence of an unknown residue was found in the extracts and no original complaint material exhibiting discoloration was available for analysis, the cause of the originally reported discoloration cannot be determined. Following this investigation, complaint devices will be stored at (B)(4). No issues were found during the performed investigation and no root cause could be identified. This complaint was unconfirmed and no manufacturing or design issues were noted. The design is adequate for its intended use, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient was implanted with a synthes trochanteric fixation nail (tfn) construct on an unknown date. The construct consisted of a trochanteric fixation nail, helical blade, and distal locking screw. A non-union was noted in the subtrochanteric region of the proximal femur; the non-union was closer to the area of the helical blade. The original revision surgery to remove the construct was cancelled due to an oily residue being discovered on multiple instruments. At the start of an intramedullary (im) nail removal - open reduction internal fixation (orif) of proximal femur, an oily residue was identified and deposited on the trays under the screwdriver handles on the trochanteric fixation nail (tfn) set. A second set of trochanteric fixation nail (tfn) instruments was opened and the same oily residue was found in the trays. The surgery was aborted and the patient was awoken. Patient status, after the surgery was aborted, was not provided. The surgery was rescheduled for (B)(6) 2014. The re-scheduled revision surgery was successfully completed. The nail, helical blade and distal locking screw were removed and patient was revised to a synthes 4.5mm cannulated 90 degree blade plate. The facility discarded the explanted hardware. This is report 5 of 5 for com-(B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.